Event description:
A customer reported to baxter corporate product surveillance (cps) of a clearlink catheter extension set in which the tubing at the distal end of the extension set furthest from the patient had the tubing split. Blood came out of the set. There was no patient injury; however, the nurses would have to re-setup the administration. An unknown colleague infusion pump, an unknown baxter primary and secondary set were used with this setup. There was no power injector used, and the medication being administered has not been identified. No further information is available at this time.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). An actual unit was received for evaluation purposes. The unit was pressure tested at 8 psi and the leak condition was confirmed on the actual unit. The cause of this reported condition has not been identified. This issue is being investigated through CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.